Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office check, this right ventricular (rv) lead was noted to have out of range impedance measurements greater than 2000 ohms. The rv lead was surgically abandoned. No additional adverse patient effects were reported.